Event description:
It was reported that the PICC was fractured. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter is confirmed and was determined to be use related. One 4 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a large amount of blood residue on the returned sample. A circumferential split was observed in the catheter between the 5 cm and 6 cm depth markers and. Kinks were observed in the catheter at the location of the split and at two locations proximal to the split. A microscopic observation revealed the edges of the split to be mostly straight with a rough surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split. Some wrinkling of the surface of the catheter was also observed near the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recz3604 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3604) have been reported from the same facility in the UK.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3604 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3604) have been reported from the same facility in the (B)(6).

Event description:
It was reported that the PICC was fractured. No other information was provided.